Manufacturer narrative:
The insulin pump alarmed failed battery test during battery insertion due to faulty battery tube. No unexpected vibrate, no blank display and no missing segments were noted. It was unable to test the operating currents due to the failed battery test alarm. No moisture damage noted on the electronic assembly or on motor. No damage found on isolation tape on lcd board. The device had a scratched display window.

Event description:
The customer reported via phone call that the insulin pump was dropped in the toilet. Customer stated the display went blank immediately after the exposure to moisture. During troubleshooting, she confirmed there was no damage on the battery compartment or cap but the display did not return after changing the battery. She also mentioned the infusion set and reservoir did show signs of damage but no damage was found on the insulin pump. The customer reported the insulin pump failed the selftest and was vibrating and had a constant tone without an alarm or alert. Blood glucose value was 258 mg/dl; treated with insulin pen. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.